Event description:
During a low anterior resection procedure, the device cut did not staple. The procedure was completed with a device of a different product code. The surgery was prolonged 1 hour 45 min. There was no pt consequence.